Event description:
The pt has two scs systems implanted (thoracic and peripheral). It was reported the pt is experiencing overstimulation at the peripheral ipg site and back area with stimulation. Reportedly, the pt has fallen on several occasions. X-rays will be ordered as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.